Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot# f2129103 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) the device did not attach to the vessel wall as a result because it is not inserted into the sheath. The distal part of the atraumatic tip was cracked ¿ a lot¿ and could not go through the sheath . Hemostasis was achieved by manual compression for twenty mins. Also , the atraumatic tip did not enter the non-cordis sheath. There was no reported patient injury, and the patient recovered. The patient was not hospitalized and their hospital stay was not extended as a result of the event.the sealant did not come out of the patient¿s body as the sealant could not be deployed. The mynx vcd was used in percutaneous coronary procedure (pci). The device was prepared and used in according to the instructions for use. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle 30-45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) the device did not attach to the vessel wall as a result because it is not inserted into the sheath. The distal part of the atraumatic tip was cracked ¿ a lot¿ and could not go through the sheath . Hemostasis was achieved by manual compression for twenty mins. Also , the atraumatic tip did not enter the non-cordis sheath. There was no reported patient injury, and the patient recovered. The patient was not hospitalized and their hospital stay was not extended as a result of the event.the sealant did not come out of the patient¿s body as the sealant could not be deployed. The mynx vcd was used in percutaneous coronary procedure (pci). The device was prepared and used in according to the instructions for use. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed. The syringe was connected to the device. With the stopcock closed. No damage was observed in the atraumatic tip of the returned device; instead, the sealant sleeve assembly was observed kinked/bent as received. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per microscopic analysis, visual inspection at high magnification showed no damages in the atraumatic tip of the returned device. Instead, the sealant sleeve assembly of the device was kinked/bent. The presence of the corewire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history record (phr) review of lot f2129103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip cracked- during-prep¿ was not confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.